Event description:
It was reported that, during a thr surgery, one (1) flexible drill 25mm device snapped. The broken end of the fractured device was retrieved from the patient using forceps. All pieces were removed and accounted. The procedure was resumed, after a non-significant delay, using the same device. Patient was not harmed as consequence of this problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
H6: health effect - impact code. Section h3, h6: the device was not returned for evaluation but the pictures were reviewed, and revealed that the shaft of the drill is fractured. The clinical/medical investigation concluded that, per case details, the broken flexible drill piece was retrieved from the patient. The procedure was completed using the same device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The contribution of the device to the reported event could be corroborated as the shaft of the drill is fractured. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. E1 initial reporter name and address.